Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed no outer abnormalities. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. No damage was noted on the external valve. However, the internal valve had tears by the center slit. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath. This finding indicated the potential source of leakage and air ingress.

Event description:
It was reported that bubbles were drawn from the sheath during aspiration. During a pulse field ablation (pfa) procedure a faradrive steerable sheath clear was used. When the farawave catheter was inserted into the sheath and aspiration was performed bubbles were continuously drawn into the syringe. The sheath was replaced and the procedure was completed. No patient complications were reported. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive steerable sheath clear has been received at boston scientifics post market laboratory where it is awaiting analysis.

Event description:
It was reported that bubbles were drawn from the sheath during aspiration. During a pulse field ablation (pfa) procedure a faradrive steerable sheath clear was used. When the farawave catheter was inserted into the sheath and aspiration was performed bubbles were continuously drawn into the syringe. The sheath was replaced and the procedure was completed. No patient complications were reported. The faradrive steerable sheath clear has been received at boston scientifics post market laboratory where it is awaiting analysis.